Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not responding to magnet stimulation. According to technical services, there was high likelihood that this device battery was depleted. Thus, it was recommended to change this ICD as soon as possible. A possible code 1003, message indicative that the battery voltage is too low for the projected remaining capacity, was suspected. Eventually, this device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not responding to magnet stimulation. According to technical services, there was high likelihood that this device battery was depleted. Thus, it was recommended to change this ICD as soon as possible. A possible code 1003, message indicative that the battery voltage is too low for the projected remaining capacity, was suspected. Eventually, this device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not responding to magnet stimulation. According to technical services, there is high likelihood that this device battery was depleted. Thus, it was recommended to change this ICD as soon as possible. A possible code 1003, message indicative that the battery voltage is too low for the projected remaining capacity, was suspected. Additional information was requested, no further information regarding this case was known. No adverse patient effects were reported.